Event description:
According to the reporter during laparoscopic jejunostomy, the used device caused an anticipated tissue loss and tissue damage to the patient. The serosa or jejunum stripped following the stapling. The tissue damage is permanent. To resolve the issue, they re-stapled with a bigger stapler to complete the case. The patient is alive and has no injury. No additional information given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.